Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple intermittent occlusion alarms occurred. Infusion set was changed and insulin delivery was resumed to resolve the occlusions. Blood glucose was approximately 110-250 mg/dl.